Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. It was noted that the abdominal aneurysm was 9cm and contained a large amount of thrombus. The iliacs were extremely tortuous. Retrograde cannulation of the contralateral gate was attempted but unsuccessful. They ended up snaring a .014" wire to cannulate the contra side but it took a lot of manipulation and attempts with the snare. The aneurysm was successfully excluded at the conclusion of the implant procedure. Upon closure of the access sites, the patient had diminished pulses in both legs. The patient was prepped and a re-intervention was performed where a thrombectomy from popliteal access site was completed; however, the thrombus was unable to be removed. It was noted that the patient was receiving blood transfusions from blood loss during case and ultimately coded and expired. They suspect blood transfusion reaction as reason for the patient to arrest.

Manufacturer narrative:
Based on the clinical assessment for this event, it was verified that there was no device failure, rather there were procedure related harms caused by the difficulty obtaining access to the contralateral limb. The most likely cause of the difficulty obtaining access could not be definitively determined due to the lack of medical images surrounding the implant procedure. Procedure-related events such as abnormal clotting times and the administration of blood products to remedy the coagulopathy; the surgical procedure to remove emboli from both lower extremities; bilateral tension pneumothorax and placement of bilateral chest tubes; and, an ischemic cecum likely contributed to the intraoperative death. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.